Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the right ventricular lead exhibited high capture threshold and high pacing impedance. The lead was capped and replaced on 26 jan 2023. The patient was stable in condition.